Event description:
It was reported that the healthcare provider implanted the lead and everything looked good. They implanted the stimulator and extension a few weeks later, and then a month later when they went to program they got no clinical benefit at all. They did a CT at that point and observed that the lead had pulled out about 1cm, so they are now going to revise the implant and try to advance it 1cm deeper back down to its original location. Additional info was requested.

Manufacturer narrative:
(B)(4).